Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient's health care provider had told the patient that the device needs to be changed to resolve the battery depleting sooner than expected and the elective replacement indicator. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported an elective replacement indicator (eri) error code, a ¿call your doctor¿ screen, and a low neurostimulator battery icon on their patient programmer. The patient is scared that their ins is depleted and they will need surgery again. There was an allegation with the ins longevity. The patient thought the ins was supposed to last nine years and then stated that they thought it would last three or four years, but it has only lasted a year and a half. The patient stated that they use their therapy 24/7 and have it set at 5.2 volts. It was reviewed with the patient how many factors contribute to the ins depletion rate. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.